Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she was still wetting the bed and needed to up her stimulation. The patient reported she was on program 2 at 5.3 v. The patient was walked through adjusting stimulation to program 3. The patient planned to monitor symptoms after change was made and planned to follow up with their healthcare professional (hcp) if the symptoms didn¿t resolve.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3037 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient would like assistance with increasing stimulation because patient wet the bed and was experiencing leakage. Patient was feeling stimulation comfortably after troubleshooting. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor. Additional information was received. Patient experienced a sudden loss of therapy. Patient reported they wet the bed on (B)(6) 2017. Patient cannot feel stimulation and patient could not power up their patient programmer (pp) to verify if therapy is on. Patient called back after replacing batteries and was able to power up pp. Stimulation was increased to 6.0v and the patient was able to feel stimulation comfortably in the bike seat region. It was found out that the patient's therapy was on. Patient had previously called in and added they have a cold and now wears pads for their urinary incontinence. The cold was not related to the device. It was reviewed with the patient to monitor their symptoms and follow up with their hcp if symptoms did not improve.